Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead had an alert trigger due to high and undefined bipolar impedance measurements. It was noted that three days later, another alert occurred due to high and undefined unipolar impedance measurements. After the initial high impedance measurement, there was a noise-like waveform in the atrium that was recorded as an atrial tachycardia/atrial fibrillation (at/af) episode. The patient presented to the hospital seven days later, treatment was scheduled, and an x-ray was performance to check the lead for a fracture and loose pin. The patient was hospitalized the following day, and it was confirmed via fluoroscopy that there was no dislodgement. It was noted that following the hospitalization, the lead was checked and pulled from the cardiac resynchronization therapy pacemaker (crt-p). It was also noted that the lead immediately came out from the device and was confirmed to have a loose pin. The lead was reconnected to the device and impedance measurements improved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead had an alert trigger due to high and undefined bipolar impedance measurements. It was noted that three days later, another alert occurred due to high and undefined unipolar impedance measurements. After the initial high impedance measurement, there was a noise-like waveform in the atrium that was recorded as an atrial tachycardia/atrial fibrillation (at/af) episode. The patient presented to the hospital seven days later, treatment was scheduled, and an x-ray was performance to check the lead for a fracture and loose pin. The patient was hospitalized the following day, and it was confirmed via fluoroscopy that there was no dislodgement. It was noted that following the hospitalization, the lead was checked and pulled from the cardiac resynchronization therapy defibrillator (crt-d). It was also noted that the lead immediately came out from the device and was confirmed to have a loose pin. The lead was reconnected to the device and impedance measurements improved. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.